Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system unable to boot up. Review of the log files shows malfunctioning of flexvision pc, host-pc could not connect to the flexvision-pc. Upon troubleshooting, the philips field service engineer (fse) turned on system after generator power test but flex pc did not start automatically. To resolve the issue, fse manually restarted the pc and recommended to replace if reoccurs. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up after a restart. No harm to the patient or user was reported. Philips has started an investigation of this complaint.